Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing resulted in detected episodes that were treated with anti-tachycardia pacing. The device is still in use. No patient complications have been reported as a result of this event.